Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and denied. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, a type ia endoleak was detected during routine follow-up CT. The physician elected to treat the patient by implanting a suprarenal afx device on (B)(6) 2019. The reported endoleak was confirmed resolved at the conclusion of the secondary procedure, and the patient tolerated the procedure well. There have been no additional patient sequelae reported.